Event description:
It was reported that the customer swan in the ocean with her pump on and subsequently the pump stopped all insulin delivery. There was no impact to the customers' blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.